Event description:
Related manufacturer report number: 1627487-2023-04687, 1627487-2023-04685, 1627487-2023-04686. It was reported that one day after implantation the patient's drg system stopped working. Troubleshooting identified that one of the leads had high impedances and surgical intervention was undertaken to explant the drg system.

Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.